Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046¿ x 0.032¿. The root cause of a broken pitch cable is a component failure. A review of the instrument log for the instrument (pn 470318-10/lot # n10200309 0114) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 9 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the small grasping retractor instrument had a torn cable. The procedure was completed with no reported injury.